Event description:
Chemo treatment infused 24 + hours eariler than ordered. To run @ 1.5 ml/hr x 24 hrs x 7 d. To infuse over 7 days. Should have run out @ 3pm. Ran out at 1400 a day earlier. Pt initially started 6 days before and pump read malfunction 7. Was switched out 2 days later (replaced with same type of pump).